Event description:
The customer reported that the ventilator has a red light.

Manufacturer narrative:
(B)(4). The carefusion field service engineering evaluate the ventilator and found no dc power. Problem with power supply. Found flashing dc status light. Replaced power supply. Unit meets specs and returned to the customer. The carefusion failure analysis engineer examined the power supply and found that fuse f301 is blown and the dc status led is flashing between yellow and orange. Replaced f301 and found that, when the vent was connected to a known good plugged in but powered down test vent, the dc status led was red and the battery status voltage read 1.015v. With the vent still powered down, allowed the battery to charge for 15 hours and found that the dc status led was orange and the battery status voltage reads 3.189v. Cycled unit on and off on battery and off battery and noted that f301 blew out again. Replaced fuse f301 and found that, the battery continues to charge until the dc status led was green and the battery status voltage read 3.550v. This issue is addressed in an internal corrective action.